Event description:
The instrument leaked energy during a case. The surgeons removed the instrument and complete the case with a replacement instrument without patient harm, adverse outcome or injury was reported.